Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, wanted to know if his infusion set was working properly as he has been having high blood glucose readings. Customer stated he has been having issues since december, similar to an incident he had five years ago. However, then he was informed there was a recall with the infusion sets and once they were replaced it resolved the issues. The customer had worked with his trainer and his doctor but states issues persist. His blood glucose has been from 130 mg/dl to 41 mg/dl. He treated his low went up to 161 mg/dl. Then he worked out and it went up to 332 mg/dl. Troubleshooting on the insulin pump was performed and no anomalies were noted. Customer's blood glucose was 340 mg/dl, treated with insulin pump and manual injections. The customer called back to perform the high pressure test after he found the tubing clamp. The device passed. The customer is not returning the device for analysis.